Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the specific number of devices (total qty involved) that failed during this one procedure? How many sutures broke in this procedure? How many sutures had the needle pull off in this procedure? What is the lot# of the defective device?

Event description:
It was reported that a patient underwent an open abdominal aortic aneurysm repair on an unknown date and suture was used. When completing the anatomoses step, the suture continuously snapped or came away from the needle. A new suture was opened to complete the procedure. There was an extension to theatre time however it is unclear as to whether this was due to the repeated suture snapping or the complexity of the case. There was no adverse patient consequences reported. There is no product available for return. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Corrected event narrative: it was reported that a patient underwent an open abdominal aortic aneurysm procedure on an unknown date and suture was used for a vessel repair within the lower limb. During the procedure, the suture continued to snap at the thread whilst trying to complete an anastomosis. However, they were able to tie off the suture on each bite. Another like device was used to complete the procedure with no adverse patient consequences. No additional information was provided.